Event description:
Event description boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) reached elective replacement indicator (eri) after having been implanted for less than 6 months. All lead measurements recorded were good and no arrhythmic episodes were identified in the device memory. This crt-d remains implanted pending a device changeout procedure.